Event description:
It was reported via medwatch (B)(4) that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon insertion of the balloon into the guide catheter, blood was noted to be leaking into the hub of the balloon through the y-connector. Inspection of the balloon upon removal revealed a leak in the distal shaft. Additional it was noted that the balloon burst. The ballon was withdrawn immediately, and the patient was not adversely affected. The procedure was completed using another device. No patient complications were reported as a result of this event.

Event description:
It was reported via medwatch 3902560000-2024-8062 that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon insertion of the balloon into the guide catheter, blood was noted to be leaking into the hub of the balloon through the y-connector. Inspection of the balloon upon removal revealed a leak in the distal shaft. Additional it was noted that the balloon burst. The balloon was withdrawn immediately, and the patient was not adversely affected. The procedure was completed using another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
: H10 related report number: included related medwatch report number.